Event description:
The customer stated that the mask gives their under eye area an electric shock and it leaves a red mark under their eye.

Manufacturer narrative:
A supplemental report will be submitted once investigation occurs.